Event description:
Allergic reaction, wound infection, in 2000, this patient underwent an internal hernia adhesiotomy. One sheet of seprafilm was applied to the abdominal cavity under the wound. The patient had a fever on admission which was resolved prior to surgery. After the procedure, keiten was administered to prevent post operative infection but was discontinued due to drug rash. The patient experienced high fever which persisted for 5 days. Foy was administered. On the 2nd day post-operatively, the fever was acompanied by stridor (wheezing). The antibiotics were discontinued however, the stridor, fever and drug rash were still present. Four days post operative, the fever and drug rash resolved. The following day the stridor resolved with the administration of a neophyllin injection and sexizon. Seven days post-operatively, pus was discharged from the bottom of the median wound. Four days later, after the stitches were removed, the wound opened and the small intestine was exposed. Closure of the wound was performed under local anesthesia. Vancomycin and fosmicin were administered to prevent methicillin-resistant staphylococcus aureus (msra). Two days after wound closure, mrsa was detected from the median wound and stool. Targocid was administered to treat the infection (mrsa). Six days later, the wound had not closed and exudation was still noted. Approximately 9 weeks after surgery, the patient was discharged and the wound was gauze bandaged due to continued exudation. The patient was recovered with sequelae. The reporting physician assessed the events as a related to the use of seprafilm.